Manufacturer narrative:
Concomitant medical products: product ID: 37791, serial #: unknown, product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who reported that they were having issues with their recharger. The patient reported it was taking too long to charge and they had poor coupling. The patient reported their implantable neurostimulator (ins) was dead and they are trying to charge. Patient indicated they had zero coupling and has to continue to reposition antenna. Recharger keeps "overheating" as patient sees the thermometer screen on the recharger that appears within an hour or two so they have to stop and then continue charging device again due to thermometer screen. Patient reported their leg was hurting and indicated implant was not working for them. No further complication reported and/or anticipated at this time. Additional information was received and it was reported that the implant quit charging and when it did it died fast, which led to the implant not working for them. A new recharging antenna was sent, but that didn't work. The battery was changed. No further complications were reported or anticipated.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.